Manufacturer narrative:
The following information has been updated/corrected: d.10. Device available for eval?: yes. D.10 returned to manufacturer on: 2020-09-17. H.3. Device return to manuf.?: yes. H.3. Device eval. By manufacturer?: yes. H.6. Method codes: 10, 3331. H.6. Result codes: 170. H.6. Conclusion codes: 25. H.6 investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for flanges damaged/cracked on lot # 9322367. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, flanges damaged/cracked) was captured and addressed investigation summary: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that the flanges are cracked. The returned syringe was examined and exhibited a broken flange. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 9322367. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200867226, 200866864, 200867225, 200867893, 200867908] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1838710, "on 21sep2020, holdrege received a complaint, via pictures, from material 324911, batch 9322367. Visual inspection of the pictures found a damaged syringe; there was cut like damage to the flange of the syringe. Printer process summary: process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then meters them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: l2l dispatch #89075 was opened for damaged flanges. The oven transfer guide was damaged. Corrective action: replaced the oven transfer guide. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h10.

Event description:
It was reported that 4 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: verbatim: pharmacist stated, she received two packages and both labels were addressed to pharmacy. Stated, first package goes to her customer and the second package goes to another customer in california. Consumer stated that the 2 plastic parts (flanges) on the syringe that you would hold when pressing the plunger rod are cracked. She also stated that the issued involves 4 syringes. The particles were inside of the sealed bag. Lot #: 9322367, catalog #: 324911, date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for flanges damaged/cracked on lot # 9322367. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, flanges damaged/cracked) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9322367. All inspections and challenges were performed per the applicable operations qc specifications. There were five (5) notifications [200867226, 200866864, 200867225, 200867893, 200867908] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 4 bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: verbatim: pharmacist stated, she received two packages and both labels were addressed to pharmacy. Stated, first package goes to her customer and the second package goes to another customer in (B)(6). Consumer stated that the 2 plastic parts (flanges) on the syringe that you would hold when pressing the plunger rod are cracked. She also stated that the issued involves 4 syringes. The particles were inside of the sealed bag. Lot #: 9322367, catalog #: 324911, date of event: unknown.